Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient was experiencing something she never had before. The patient reported therapy shuts off and comes back after 30 seconds to a min. The patient stated she never experienced not feeling stimulation regardless of what she was doing so when the vibration stops or shuts off she panics because her pain is acute and it starts to come back. The patient stated that something changed or was going on with her therapy because she knows how it feels and her brain is not getting the stimulation. The patient programmer showed stimulation on. It was confirmed therapy shutting off meant , the patient was not feeling stimulation. The patient setting was group d, p1 @ 4.6 v and adaptive is activated, therapy was on. Adaptive stim function was reviewed and patient said she knows how adaptive stim functions. It was recommended patient consult with health care professional (hcp) office. No further patient symptoms or complications were reported in this event.